Event description:
It was reported that the patient had a loss of therapeutic effect. Two weeks prior to the report, the patient noticed the "return of his tremor" and "did not think his system was working". The patient had not seen his doctor in three years and did not have a patient programmer. The patient was having a "hard time sleeping due to his tremor". Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 7438, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID 3387-40, lot# j0120572v, implanted: (B)(6) 2003, product type: lead . (B)(4).